Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the evis exera iii bronchofibervideoscope displayed a b30 error (scope communication error code). The reported malfunction occurred during inspection for use prior to an unspecified procedure. There were no reports of patient harm.